Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7104290/7104349.

Event description:
It was reported that the patients scs was not working as intended. The patient underwent a procedure wherein the ipg and leads were explanted. The explanted device components were retained by the medical facility and will not be returned.